Event description:
It was reported that leak was observed on a vialmate. The leak was from an unknown location, after the vialmate was coupled. The customer stated that the rubber part was a little crooked (lopsided). The reported condition occurred during storage. There was no report of adverse event in associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was received at the plant for evaluation. Visual inspection didn?t reveal any defects. The vialmate was attached to a bag and a leak was noticed immediately. The reported condition was confirmed. The vialmate was dismantled to be further investigated. It was noted that the needle was protruding out from the protector's shaft. However, the assignable cause of the reported condition could not be determined. Additional information: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.